Event description:
Compounder tubing leaks just past drive wheel.

Event description:
Add'l info rec'd from MFR 05/27/04: three used sets were returned to baxter for eval. On two sets, the silicone tubing was found to have a split in the silicone portion of the tubing where the rotor assembly comes in contact with the rotors of the compounding device. The split in the silicone tubing is an indication of excessive use of the device. Per label copy, the set can be utilized for a period of 24 hours. The third set was tested under the same conditions, however, the leaking could not be duplicated. A review of lot number r03e29070 revealed a total of 5 complaints have been received by baxter for the reported condition that the devices leaked during use. A batch review of lot number r03e29070 was conducted which revealed no abnormalities. Three facilities returned samples for eval. The samples were installed on the compounding device and tested multiple times for leaking. Add'l testing was conducted by restricting flow on the devices; however, none of the reports of leaking could be duplicated. Baxter is currently investigating the issue to attempt to determine root cause for the reported condition.